Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. It was also reported that the customer experienced an elevated blood glucose (bg) level of "high" although specific value not provided. Reportedly, customer required assistance from their mother by administering a manual dose injection and a supply change. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.